Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture present behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/01/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump revealed that the battery compartment was cracked in two places and the pump¿s casing was cracked near the lower right hand corner of the display. The returned battery cap had stripped threads and was unable to fully tighten on to the pump. A test cap was used and was able to fully tighten on to the pump. The pump failed a leak test due to the crack in the pump¿s casing and the battery compartment crack. The pump cover was opened and evidence of moisture was found throughout the pump and in the battery compartment.